Event description:
The customer reported the device needs bench repair. The bench further reported the device keeps rebooting. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab test. The problem was localized to fuse f5 which was found to be open. The fuse was replaced with a known good fuse and the unit passed all related tests.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory u39/u40.